Event description:
During a (pci) percutaneous coronary intervention, pre-dilation with a balloon (maverick, 2.25/12mm) was conducted and then cypher (2.5/28mm) was being delivered to the target lesion using a guide wire (runthrough), but the cypher became stuck at the severe calcification and flexion proximal to the target lesion. Therefore, the physician tried to advance the cypher by conducting parallel wire technique with an additional wire (neo's rinato) and he managed to redeliver the cypher by pushing it strongly several times although there was friction. The cypher was positioned for implant at the target lesion and then soon after the cypher was inflated, the physician confirmed the balloon to be ruptured because contrast medium leakage was observed at approx. 6 atmospheres. The stent was under dilated, and so post-dilation was conducted with a balloon (nc sprinter). The implant of the stent was completed and the procedure was finished successfully. There was no patient injury reported. The product was clinically used and only the (sds) stent delivery system will be returned for analysis. The patient's age was unknown, but was a male. The target lesion was the mid (cx) circumflex artery with unknown if the lesion was a de novo. The vessel was heavily calcified and highly tortuous. There was 75% stenosis. Additional information indicated that all the products probably were prep per (IFU) instruction for use, and no leaks were observed during prep, but leaks were noted during inflation of the balloon. The sds was delivered through a launcher (7f ebu3.5sh), but there was no information regarding the sheath introducer. The contrast to saline concentration was unknown, but usually 1:1 and that's indicated in our IFU. They did not experience any deflation difficulty. The type and manufacturer of the contrast used for the inflation could not be obtained. No further information was available.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. This product is similar to us cypher.